Manufacturer narrative:
Device evaluation: the evaluation has not been completed. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The user reported that air bubbles entered the system while preparing the device for use. The user stated that the bonded contrast tubing is not sealed or cracked at the area between the tubing and the manifold junction. The entire kit was discarded and a new kit was opened to complete the procedure. The suspect kit was not used on the patient. No harm or injury was reported.